Event description:
Information was received from a patient (pt) regarding an external device. Pt said they put the device on MRI mode before they went to the hospital but now, they could not turn the therapy back on and they were getting service code 323. Pt mentioned if they hit ok and turn the therapy on, they would get a message no device response. When asked, pt said they just charged the implant, and they confirmed that the implant was 100% charged. Agent had pt close all apps, place the communicator over the implant and reconnect to mystim app. Pt said they got service code 323 again, and when they hit ok, they were able to turn the therapy on. Pt noted that they could usually feel the stimulation when they turn on the therapy but now, they couldn't feel anything. Pt mentioned the device has been delivering therapy. Pt stated they were on group c but would not let them increase the stimulation and they would get a message "therapy off". Agent had pt switch to group a and b and they were able to turn the therapy on and increase the intensity, but they couldn't feel anything at all. Pt commented they usually increase the stimulation on group c because that's when they could feel the therapy the most at. The issue was not resolved. Agent redirected pt to rep and hcp to further address the issue. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was representative reported they are unable to connect to patient's (pt) implant with the clinician tablet, rep has tried 2 different tablets. Representative said they put the communicator over the implant and it loads up to 100% but when it gets to 99%, it comes up with a message saying therapy is off enable. Shortly after, it has an error message that says to restart and call manufacturer support. Representative has tried numerous times on their tablet and it's still doing the same thing. During the call, patient started a recharge session and the implant was at 30%. Representative tried to interrogate the implant with his tablet and got the message that therapy was turned off and to reduce therapy settings before turning therapy on. Representative exited the tablet session and tried to connect with the patient's handset, but got the same message. Technical services(ts) then had rep tried to reset neurostimulator a few times and then tried to connect, but he encountered the same error as before. System error 0x2fd84c43. Patient mentioned that he had a cardiac procedure and they jump started his heart. Patient hasn't been able to turn therapy on since his procedure. The issue was not resolved through troubleshooting. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Patient (pt) rep stated that they were having an issue with their clinician tablet trying to connect to the patient's implant. Caller stated that the battery has about 30% charge and when they get to about 100% connection, they will get an error message that says the battery stimulation is turned off. Caller then said a message indicates to 'enable'. Caller then says he saw a message 'unexpected error 062fd84c43'. Caller said they have tried restarting the tablet and closing out of all apps, but that did not resolve the issue. Rep said he closed out pt's apps as well. Agent advised the caller to try opening/closing pt data service app and try again while agent texted caller to hcit. The caller dropped off while texting to hcit to gather logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.